Event description:
It was reported that the device was used during a laparoscopic hysterectomy procedure. The device was leaking after inserting a 10mm and when changing back to a 5mm the device starts leaking. A cap was removed to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? No. If so, did the "noise" prevent insufflation? Na. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 15. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? Yes if so, what device? Changing from 10mm to 5mm. Was any torque being applied to the trocar or device? No.